Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the doppler was not working. The fse ordered and replaced the doppler, the iabp was not taken out of service. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital gateway campus. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the doppler on the cardiosave intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.

Event description:
N/a